Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb plunger was damaged. The following information was provided by the initial reporter: material #305271 - batch #8309642. It was reported that plunger was damaged indie the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: three 100-count integra shelf cartons from batch 8309642 (p/n 305271) containing a total of 301 syringes were received and evaluated. It was observed seventeen of the syringes had a small nick at the bottom of the plunger rod and one syringe had a small nick at the top of the plunger rod. On these eighteen syringes the plunger rod damage appeared to be cosmetic with no effect to the form fit or function of the device. One of the syringes had a large scuff on the barrel and a slight indentation extending from the 0.8ml to the 2.5ml grad line. The numbers were also missing in this area and some stress cracks were present on the opposite side. The damage and missing print were rejectable per product specification. Potential root cause for the damage and missing print defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb plunger was damaged. The following information was provided by the initial reporter: material #305271 - batch #8309642. It was reported that plunger was damaged indie the syringe.